Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the hospital for a scheduled follow-up, atrial undersensing were observed. The lead was capped and replaced on (B)(6) 2016 without issue. The patient was stable before, during, and after the procedure and will continue to be monitored.